Event description:
It was reported that five (5) telemetry patients lost communication with the cic central station for approximately two (2) hours. The issue was immediately noted by hospital staff, however no alternative monitoring was available. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.